Event description:
An incident involving a pt with a pacemaker. The ECG picture shows distortion peaks from the bloodpump. When the bloodpump was turned off the disortion peaks disappeared. As the ECG strip was printed the machine was set as follows: bloodpump 280 ml/min, dialysate 21/h, pbp 1 1/h, replacement fluid 250 ml/h, the bloodlines were correctly set during the entire time.